Event description:
It was reported that blood was observed in the lumen of the left ventricular (lv) lead. The lv lead was successfully implanted. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.